Event description:
Patient reported their front tooth chipped. At check in they marked true to gingivitis, chipped and sensitivity. This is a contraindicated patient for bonded retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.